Manufacturer narrative:
An event of a valve-in-valve intervention due to stenosis was reported. The results of the investigation are inconclusive since the device remains implanted and was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An event of explant due to endocarditis was reported. The patient reportedly passed away 4 months later. The results of the investigation are inconclusive since the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a 23mm trifecta valve was implanted. On (B)(6) 2019, the trifeca valve was explanted due to endocarditis and was replaced with an edwards valve. The patient developed endocarditis and pulmonary edema. On(B)(6) 2019, the patient had a surgery to explant the edwards valve and died during intervention. There were no abbott device implanted when the patient died.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 23mm trifecta valve was implanted. On an unknown date, a valve in valve was performed due to stenosis. A medtronic corevalve was implanted.